Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon was using the lcs15 successfully on most of the short gastric vessels. On one of the final short gastrics the vessel appeared to well up around the lcs15 and the vessel ruptured. Because of the limited visibility that occurred once the bleeding began the surgeon was forced to convert to open to stop the bleeding and complete the case.